Manufacturer narrative:
Product complaint # (B)(4). Investigation summary surgeon is reporting an inlay luxation left side. Inlay luxated from cup in caudal direction. Hip-head was trapped cranially between metal and pe inlay. Revision of inlay and head. Doi: about 13 yrs ago in another hospital. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual examination of the device found two anti-rotation device (ard) tabs sheared off from the rim of the pinn mar neut 32idx58od, fragments were not returned for evaluation. Deformation was also found on the edge of the liner as well as wear of it. It is not unreasonable to find signs of wear after explantation considering the device has been implanted for about 13 years as stated on the event description. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121932058 / ex6hd1] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx58od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 20 2) date of manufacture: jun 16th 2010 3) any anomalies or deviations identified in DHR: none 4) expiry date: 2015-06 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device [121932058 / ex6hd1] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? -> no b. Was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details. -> revision with head and inlay change. C. Was there any allegation against the cup? -> no.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon is reporting an inlay luxation left side. Inlay luxated from cup in caudal direction. Hip-head was trapped cranially between metal and pe inlay. Revision of inlay and head. Doi: about 13 yrs ago in another hospital. Dor: (B)(6) 2023. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (removed pec for implant noise for the head and cup since there was no allegation in the event that there was an implant sound).